Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a defective hardware component. The investigation showed that the error described was based on a sporadically defective hard disk of the image visualization system (ivs). The hard disk had so-called "bad blocks" in individual sectors and could not adequately store the generated images. To prevent the data from being lost in such cases, the relevant data is temporarily stored on the image acquisition system (ias). In the meantime, a corresponding error message is shown to the operator. After an appropriate service assignment, the temporarily stored data was synchronized with the repaired local database; there was no loss of data and the system works as specified. The affected drive has been exchanged by the local service organization. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported that no last image hold loop was possible in the exam room. Additionally, no images were visible in the control room and the operator had no access to the patients old file. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.